Event description:
Pt's child called at 08:43 and reported pt passed out. Emts present in home. Child reported that pt's pump (continuous flolan infusion) was off. Child reported that pt was being ventilated by emt personnel. Pt's child called again at 12:46. Child reported what child stated previously. Pt had "passed out" and pump was not on; also reported that pt's breathing was extremely labored when child discovered pt.